Event description:
On (B)(6) 2013, the reporter contacted lifescan USA, alleging inaccurately high results obtained with the subject meter. The reporter did not provide any values obtained from the subject meter. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.